Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The balloon has an 11mm longitudinal tear starting at the proximal balloon waist. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2018. It was reported that crossing difficulties were encountered. The 95% stenosed and 15mm x 3.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another 3.5mm x 15mm quantum¿ maverick¿ balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon torn longitudinally.